Event description:
The doctor reported the implant was removed due to loss of osseointegration, 1 years and 3 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Peri-implantitis and bone resorption were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.